Manufacturer narrative:
The customer reported the sets were leaking at the luer, and also that one fell apart at the luer. The customer returned one photo of a used set, which was separated at the male luer. They also returned one unused, representative sample of material mz5305, lot 25059084. Upon initial visual examination, the physical set had no defects or abnormalities. The physical set was infused with water to test for the reported leakage, but no issues were found. The complaint was not verifed by the physical sample. The photo of separation verifies the complaint, at the tubing connection to the luer component. The manufacturing plant found the root cause for the separation to be related to incorrect solvent application process. The solvent dispenser was updated to add a pin to assure correct assembly, updated aug. 13th, 2025. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero pressure rated extension set was separated. The following information was received by the initial reporter with the following: it was reported by a customer that the extension sets leaking at the point of attachment to the IV. One case where the extension set fell apart leading to blood leakage.